Manufacturer narrative:
(B)(4).

Event description:
It was reported that during post operation check up, the right atrial lead was noted to be dislodged. The patient was asymptomatic. On (B)(6) 2016, next day, the lead was repositioned. During the second post operation check up, the lead had again dislodged. The physician elected not to reposition the lead for the second time. The patient remained asymptomatic and fine.